Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the metal tip at the end of the instrument broke off while it was being removed from the patient's cavity. The tip did not fall into the cavity.